Event description:
It was reported that during a da vinci si prostatectomy procedure that the prograsp forceps instrument upon insertion in the robot was noted to have a broken wire prior to being used. The instrument was removed and replaced. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument had a broken wire. The instrument was found with a frayed cable at the distal idler pulley. The frayed cable section was approximately 0.21 in length. No damage was found on pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.